Event description:
A caller reported a malfunction on a pump, with no notable events occurring before the issue. There was no adverse impact on the customer's blood glucose level. Tandem technical support arranged for the pump to be replaced, and the customer planned to use multiple daily injections to ensure continuous insulin delivery, as they were not interested in obtaining an out-of-warranty loaner pump.